Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause of the complaint cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during positioning of an embolization coil, the implant coil unexpectedly detached approximately 1 cm from the proximal end. The coil was retrieved from the patient with a snare device without incident. There was no reported patient injury.